Event description:
Had hip replacement (B)(6) 2010. I was (B)(6) female at surgery time. I have been in severe pain since the surgery. It get worse by the week to where I just sit and cry a lot. The device used was a depuy pinnacle. The therapy given was routine post-op.